Event description:
Facility reported that when using veriflex with their varian 2100c linac, a server crash occurred which caused the corruption of the data base, the swapping of jaw parameters and irradiation of an area adjacent to the prescribed treatment area. This was not detected because the light field was not utilized to verify treatment on the second field.